Event description:
A perclose device was deployed for hemostasis post cardiac catheterization in the right groin; however, upon deployment perclose device appeared to get stuck in the soft tissue of the vessel and could not be moved forward or back. FDA safety report ID # (B)(4).